Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farastar pulse field ablation generator the patient's pacemaker was no longer responsive. Prior to the procedure the patient's implantable cardiac defibrillator was programed to disable tachycardia therapy and was double checked to ensure it would not respond during the procedure. Ablations were performed in the left atrium and along the cti. After the ablation procedure was completed, the nurse attempted to interrogate the patient's ICD but was unable to do so. It was discovered that the patient's ICD was no longer functioning properly and the patient was left unprotected. The patient underwent surgery later that day to replace their ICD and was hospitalized. The patient has recovered without further reported complications.